Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event "suture broke from swage point": - did the needle separate from the suture? - did the suture thread break in the middle? When did the issue occur: - while in the package , - when removing from the package , - during use on patient

Event description:
It was reported that the patient underwent unknown procedure on unknown date and suture was used. The suture broke from swage point during use. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Needle separated from the suture when removing from the package. Device not returned from customer. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed and found to be as per requirements. Finished goods record was reviewed and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture needle pull off, needle pull test is applicable & measurable parameter. Needle pull test value of the retain sample meets the usp individual needle pull strength requirement the average needle pull value of retain sample was found to meet requirements. All the individual needle pull off values for retain sample were found above usp individual specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis no defects or issues found.